Manufacturer narrative:
Further pt info was rec'd. Infection remains the probable cause of failure.

Event description:
Implant was placed 6/12/97. If failed due to infection and was removed 8/28/97. One person affected.